Event description:
It was reported that the pump declared a cartridge change error, which caused the customer's blood glucose to exceed 500 mg/dl, although the specific value was not known and was displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support guided the customer to remove the cartridge and inspect the o-ring, leading to the realization that the cartridge was not snapped into place. The customer then successfully loaded the cartridge and resumed insulin delivery.